Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that physician's programming system would not work properly and a message saying" failure to communicate" came up. Troubleshooting was performed by a company representative and it was found that the wand was not functioning properly. Product has been returned to manufacturer, but analysis is pending.